Event description:
As reported by the user facility: found one primary pump tubing set where the spike has some reddish substance on it.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in open packaging was provided for evaluation. The sample was visually inspected, and reddish substance was observed on the spike of the IV set. Based on the investigation finding, the sample was not within internal specification; therefore, the reported defect was confirmed. The supplier, industrie borla, conducted an internal investigation based on the image provided. The defect appears to be embedded degraded material, which likely originated during the molding process. A batch review of the affected lots was performed, and no similar defects were detected during statistical in-process controls in both molding and assembly. The estimated occurrence rate of this defect is approximately 1 part per million (ppm), which remains within the residual risk parameters of their current manufacturing process. No corrective action/preventive action (CAPA) has been opened, as this is considered an isolated event. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.